Event description:
It was reported that during a da vinci-assisted prostatectomy - simple surgical procedure, the permanent cautery hook was broken. There was no report of fragment fell inside the patient. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there was no patient harm or injury reported and no falling fragments inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received, the permanent cautery hook involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The permanent cautery hook was analyzed and found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.281¿ x 0.217¿ in size. Common causes of the failure mode broken instrument distal clevis are typically attributed to mishandling/misuse, such as excess force applied at the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. Additionally, the instrument was found to have a derailed grip cable at the distal end. The yaw motion may be non-intuitive as a result. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. This complaint is being reported due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention.